Event description:
The customer contact reported that channel 3 of the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "audio alarm failure e301." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, channel 3 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).